Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
Additional information noted that patient experienced bleeding and heparin was withheld.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 60 year old male patient presenting for impella support. The patient developed thrombocytopenia in relationship to the impella device. As treatment, a platelet transfusion was delivered.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2023-01992. D6a and d6b revised from the initial manufacturer device report 1220648-2023-01992 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-01992 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2023-01992 in accordance with updated procedures. H4 and h5 was inadvertently omitted on the initial manufacturer device report number 1220648-2023-01992. H6 component code revised from the initial submission in accordance with updated procedures.